Event description:
Additional information received reported that the manufacturing representative (rep) might have seen the patient, but did not remember. The rep certainly did not remember anyone reporting shocking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a shocking or jolting sensation. The patient met with the manufacturer representative (rep) and about 1-1.5 months prior, the stimulation began jolting up on her and acting up really bad. Follow-up was performed to determine what components were involved, if any troubleshooting had occurred, if a cause of the event had been determined, if it was device related, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).